Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Date of event: unknown date of breakage. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter name: initial reporter is j&j company representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from japan reports an event as follows: it was reported that on (B)(6) 2022, the patient underwent the open reduction internal fixation surgery for fracture of distal clavicle with 5 screws. The surgery was completed successfully. On (B)(6), it was confirmed that 5 distal screws were broken. It is unknown when the screws broke. The surgeon commented that the cause was unknown. The patient had dementia. Concomitant device reported: 2.7 ti va lcp clav pl lat/ cs1/ lft/ -s (04.112.610s, 640p853). . This is report 6 of 9 for (B)(4). This report is 2.7mm ti cortex screw slf-tpng with t8 stardrive recess 20mm.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Part # 04.211.022ts, lot # 8l96329, manufacturing site: werk selzach logistik, release to warehouse date: 10 jan 2022, expiration date: 01 jan 2027, supplier: (B)(4). Non-sterile part # 04.211.022ts, non-sterile lot #546p509, manufacturing site: werk selzach logistik, release to warehouse date: 07 dec 2021, supplier: (B)(4). The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device from the attachment. Visual analysis of the photo revealed that there was no damage or defects with the unk - screws: trauma. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the unk - screws: trauma was found to have no damage or defects. No definitive root cause could be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for one (1) unknown screw this is report 2 of 5 for (B)(4).